Manufacturer narrative:
(B)(4).

Event description:
It was reported on 01aug2022,that the guide wire bent during passage and needed to be replaced. No medical intervention was needed, and no patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022,that the guide wire bent during passage and needed to be replaced. No medical intervention was needed, and no patient harm was reported.